Event description:
Placed cook pericardiocentesis set for large pneumothorax on left. When guidewire was removed, we had difficulty in removing it. Pulling back on guide wire had a lot of resistance. When guide wire was removed, it had separated from the sheath, although the plastic sheath came out intact.